Event description:
It was reported that when using the bd pyxis¿ pro refrigerator, tower auxiliary and bin was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name and medical device model, section h imdrf annex codes and manufacture narrative. Upon investigation of the actual device used in this incident, a field service engineer inspected the station and found that the drawers had been recovered. The engineer ran hardware test application (hta) and confirmed that the drawers were operational. The system functioned as intended after the field service engineer inspected the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that there were failed bins, specifically the tower auxiliary and bin 4.3, which failed to recover. A field service engineer inspected the station and found that the drawers had been recovered. The engineer ran hardware test application (hta) and confirmed that the drawers were operational. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator tower auxiliary and bin was failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.